Event description:
It was reported that patient experienced drainage from incision. Incision was opened, cultured and copiously irrigated. No visible pus. Implant inflated fine. Tubing was shortened by 4cm and incision was closed. Device remains in service . No information about the patient outcome is available at the moment. Additional information was received. Tubing was shortened due to physician's choice.

Event description:
It was reported that patient experienced drainage from incision. Incision was opened, cultured and copiously irrigated. No visible pus. Implant inflated fine. Tubing was shortened by 4cm and incision was closed. Device remains in service . No information about the patient outcome is available at the moment. Additional information was received. Tubing was shortened due to physicians choice. Additional information received. Patient experienced dehiscence. Patient inflated implant soon after surgery against surgeons instructions.